Event description:
A fail code 703 during biomed testing details were not available regarding additional contact information, patient demographics, medication involved, or pump programming. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last service event.